Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The right atrial lead exhibited non sustained right ventricular oversensing causing auto mode switch. No intervention was performed. No patient symptoms were reported.